Event description:
Md at bedside placing chest tube. Chest tube inserted; stylet/guidewire unable to be removed following insertion. Chest tube removed, and new chest tube placed at new insertion site. Per md - the kit was not tampered with nor was the any of the equipment damaged prior to starting the procedure. The guidewire was fully intact until the last step of the pigtail procedure. As I was introducing the pigtail, another provider was assisting me to help remove the guidewire. As we were gently pulling the guidewire the sheath of the guidewire became frayed, and I had noticed and stated to stop. We both agreed to slowly remove the pigtail with the guide wire. The tip of the guidewire was still intact and there was not any metal noted on any repeat chest x-rays.